Manufacturer narrative:
At this time, the product has not been explanted. If the product is explanted and returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. Replacement of the device was suggested due to product malfunction. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.this device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. The device has been successfully replace. No additional adverse patient effects were reported.